Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative reporting that an implantable neurostimulator (ins) that was being charged prior to procedure in an office showed power on reset (por) on charging display. The battery would not charge. There was no patient or healthcare professional involvement. The ins was stored in appropriate manufacturer temperature controlled environment. No further complications were reported as a result of this event.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins, which was received in an unopened box, had experienced a parity power on reset (por). It was noted the ins was recharged in the unopened box with no issues. The ins passed functional testing and recharged normally at the time of analysis. If information is provided in the future, a supplemental report will be issued.